Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was poor communication with recharging. The patient reported that she had been working with a manufacturer¿s representative (rep) on this. The patient reported that they met with a rep a couple of months prior to the report and he checked it and said it was good and everything was okay. The patient reported that she came home that day and was still not able to charge. The patient reported that she tried calling the rep on the day of the report but had not been able to reach him. The patient reported that she had not been able to charge it for months. The patient tried connecting the ins and the patient programmer (pp) but got poor communication on the pp. The patient also reported that her ins felt weird. The patient reported that it felt like the wires were on top and it did not feel that way before. The patient reported that the week prior to the report she ran into a kitchen cabinet with her hip and threw her back out but it was on the opposite side from the ins. The patient also reported that her back went out on the morning of the report and she could hardly move and couldn't walk to fast. The patient reported that her back popped on the morning of the report. The patient reported that she had 3 in the bottom and 3 in the neck and the ones on the bottom popped on the day of the report. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.